Event description:
It was reported that a stainless steel tip of the inserter broke off and after attempts to remove the fragment, it was decided to leave it alone. It was confirmed that there is no impingement of that piece against patient's soft tissue or bone using direct palpation and fluoroscopy. X-ray's are not available of retained fragment as fragment was probably small enough you cannot see on x-ray. Post operation visit on (B)(6) 2014 patient reports no complaints at visit.

Manufacturer narrative:
Patient demographics (date of birth and weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause(s) of this type of event is improper bone preparation, not inserting the implant co-axial to the bone tunnel and/or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Fragment retained in patient.